Event description:
It was reported that there was a perforation and pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. The physician successfully completed the transseptal puncture and then inserted the watchman fxd access system (was) into the patient. An unknown pigtail catheter was advanced over the wire and the wire was removed. The pigtail catheter was advanced into the laa and contrast injection was performed which showed a perforation. The patient then was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis in an attempt to resolve the effusion. The patient was then brought to have open heart surgery. During surgery the perforation was repaired when the laa was ligated. No other treatments or intervention were needed for the patient. The patient did well following surgery and is planned to be discharged from the hospital.